Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. In addition the lens of the obturator was noted melted. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. However, this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic ventral hernia procedure, the first device was leaking from the side of the cap, possibly from torquing the device. Then it was replaced and it was also leaking but managed the leak and completed the case with this device. There was no adverse consequence to the patient. It was unknown if the devices were hissing when leaking.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.